Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. No further testing could be performed due to faulty force sensor relay. The insulin pump alarmed failed motor test due to encoder signal out of phase. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error. The caller declined to provide the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.